Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock in b. Braun surgical's warehouse. We have received 3 cases of the same code-batch, regarding the same issue, from the same customer, at the same time. We have received 26 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received are 2.70 kgf in average and 1.73 kgf in minimum and fulfil european pharmacopoeia (ep) requirements: 1.83 kgf in average and 0.61 kgf in minimum. Knot pull tensile strength results conducted on the closed samples received are 7.08 kgf in average and 6.80 kgf in minimum and fulfil european pharmacopoeia (ep) requirements: 5.18 kgf in average and 2.59 kgf in minimum. These values are in the usual range for this thread and size. Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements regarding needle attachment and knot pull tensile strength. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the product sent for analysis as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that there are numerous suddenly cuts happened in sutures during the process of creating knots in surgery, and several loosening near needles end, disrupting the surgeons' work. These events happened with several surgeons. On february 4th, 2024 we have received the following additional information: during the surgical procedure, three different surgeons were performing the stitches, they faced the same issue. While performing the knot, the thread consistently comes off from the head of the needle. Despite attempts from different doctors, the problem kept happening. This error happened three times by three different doctors, once in myomectomy surgery, once in laminectomy (this report) and once in vaginal repair surgery with the same code-batch. No harm occurred to the patients. The MFR report numbers related are: 3003639970-2023-00406, (this report) and 3003639970-2024-00060.